Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,replaced ps1(power supply) and adjusted voltage to 5.15 vdc. Performed system checkout. System functions as intended. The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination,confirm reported complaint, "stuck in initializing." Visual inspections shows component was electrically over stressed/ damaged. Codes:b01,c02,c0201,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -/-, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: -/-, ubd: , UDI#: ; product ID: bi71000450, serial/lot #: (B)(6). Rev. G, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that after booting up the system, the system was stuck in initializing. Field service engineer reported the system was rebooted 3 times and issue persisted. No patient present.